Event description:
It was reported that this right ventricular lead experienced fracture. Due to this, it exhibited noise, oversensing and high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. X-rays were performed which confirmed the fracture of the lead. Reprograming of the device was performed and a follow was scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported.